Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise that was over-sensed by the pacemaker, resulting in multiple inappropriate mode switches. The right ventricular (rv) lead demonstrated an increase in capture thresholds and a decrease in pacing impedance. The pacemaker, along with the rv and ra leads were explanted and replaced. The patient remained stable throughout the procedure.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition.

Manufacturer narrative:
The reported events of inadequate capture threshold, low pacing lead impedance, and oversensing noise were confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. X-ray examination and electrical testing did not find any conductor fractures but found an internal shorting between the conductors. Destructive analysis was performed and found an abrasion breaching the inner insulation proximal to the ring electrode. The cause of oversensing noise, low pacing lead impedance, and inadequate capture threshold was due to the inner coil being exposed at the abrasion zone.